Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited shock lead impedance measurements greater than 125 ohms. All other lead diagnostics are normal. A chest x-ray shows no visible lead problems. The patient is 15 years old and an active soccer player. No adverse patient effects or therapy delivery effects were reported.